Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. On (B)(6) 2021 the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose level (bg) of 300 mg/dl. Customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage.